Event description:
It was reported that the user experienced hyperglycemia after a duplicated lunch announcement while using the ilet system, with persistent elevated glucose readings and increased insulin delivery noted, prompting supply changes including tubing and the ilet connect component; time zone considerations and data sync were reviewed, and the trend arrow indicated continued rise, leading to advice to monitor and change the infusion site if glucose did not decline. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with monitoring and a planned follow-up. Investigation included data review via the mobile app, assessment of cgm trend information, and review of infusion set function based on user inspection. Investigation of this case revealed no alarms, no bent cannula observed on the prior set, and unresolved cause of the hyperglycemia despite corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.